Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and was unable to be interrogated. The cause of the reported field event was due to failure in the u2 integrated circuit.

Event description:
It was reported that during a routine follow-up, the device could not be interrogated after multiple attempts with different programmers, locations, and wands. The patient was pacemaker dependent. The device was explanted and replaced. The patient was stable and discharged on the same day.